Manufacturer narrative:
In the returned questionnaire, the physician indicated that nothing was noted in the positioning of the device nor the pt's medical history that may have contributed to this occurrence. The device was received and evaluated by the MFR. During functional testing a leak was noted in the reservoir bladder. General observations and microscopic examination of the device was performed. The reservoir bladder was received folded back on itself, indicating that the reservoir bladder was folded back on itself, indicating that the reservoir bladder was folded for a long period of time. The leak was located near the fold, and contained rough and irregular cross sectional surfaces, indicating a tear secondary to crease fold fatigue.

Event description:
The device was removed due to a "needle-sized hole in the reservoir which was observed during the surgery. It was determined this caused a slow fluid loss when the device was under pressure". 1/13/97 - upon receipt of add'l info provided by the physician/surgeon, it stated, "the reason for removal was a loss of fluid. The entire device was removed and replaced with co's 3 piece inflatable penile prosthesis. The specific leakage site was observed in the reservoir. Nothing was noted in the positioning of the device that may have caused stress to the device and these is nothing in the pt's history which may have contributed to this occurrence. The device was not in contact with any unshod or sharp instrumentation during or subsequent to removal".